Event description:
This senior medical affairs specialist spoke with the reporter/layperson on april 7, 2008 regarding the pt/layperson's onetouch ultra meter. On march 24, 2008, the reporter informed a customer care advocate that the meter would power off during use. After the reported issue, the pt reportedly became shaky. The pt had replaced the battery. The products were replaced. The reporter provided additional information. The alleged issue began "last year". When the reporter was shaky, a symptom he experiences when both hypo and hyperglycemic, after the meter powered off, he was treated with insulin in his doctor's office. The reporter does not recall blood glucose results or the date. The pt's regime is insulin, the exact type and amount not recalled by the reporter. When unable to use the meter, the pt purchased another lifescan meter. Because the pt claimed he was unable to treat himself while symptomatic and received insulin treatment in his doctor's office, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.